Manufacturer narrative:
Continuation of d10: product ID: 97755-s, product type: recharger. Product ID: 97745nt, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: unknown. B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was starting probably in april after their car accident the pt patient noticed that their controller kept clicking when recharging their implanted neurostimulator (ins) and when nothing was plugged into the controller. Patient noted that the controller would not find their ins when nothing was plugged in and the controller was clicking so they would have to hit the controller again to find the ins. Patient mentioned that the round circle on the recharger would get warm when charging the implant as well, agent reviewed they can change the recharging temperature and charging speed. Then starting 3 weeks ago the pt's stimulation was starting to turn off and wondered if it was due to relations with controller. The issue was not resolved. An email was sent to the repair department to replace the controller. Agent reviewed about possibly meeting with hcp if issues persist with new controller.